Event description:
Additional information was received; a revision procedure was performed. Upon opening the pocket, a visual inspection revealed that the pin of the right ventricular pace/sense lead had not been fully inserted into the header. The set screw was loosened; the lead was removed, and fully reinserted into the header. All measurements were normal for this lead. Fluoroscopy confirmed proper lead position. The device was reinserted into the pocket. Follow up revealed no further issues.

Event description:
Boston scientific crm received information that one day post implant, interrogation of this right ventricular lead revealed high out of range pacing impedance measurements. In addition, it was noted noise causing oversensing triggered anti-tachycardia pacing (atp) without adverse effects. It was thought this was due to a right ventricular lead pace/sense connection issue. The patient remains hospitalized until a revision is performed. The tachy therapy has been programmed off. The patient has no indications for pacing.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information.